Event description:
The manufacturer's representative reported that the patient had return of symptoms and the pump was stopped. The patient was experiencing nausea, vomiting and pain. The patient was provided with oral opioids for the pain prior to replacement. The pump was replaced and was not going to be sent back for analysis. A study was performed, but it was difficult to view the roller even with the film overexposed. The patient is reported to be doing well since replacement.